Event description:
The dressing was used for approximately three weeks without incidents. On the fourth week the complainant re-applied the dressing, and on the second day after reapplying the dressing the complainant started to experience shooting pain in the leg. The complainant states that it was during the reapplication of the dressing on the fourth week that the wound contact dressing was used. Prior to the reapplication (on the fourth week) the wound contact dressing had not been used. The complainant was hospitalized for 6 days and treated for severe cellulitis.